Event description:
It was reported that this patient was revised due to the surgeon implanting an anatomic screw in a reverse tray. Anatomic torque screws were then used with reverse humeral trays (one +10 and one +15).

Manufacturer narrative:
Concomitant device(s): 308-02-06, 6962186 - 6x120mm distal stem modular cemented. 308-05-17, 6486068 - distal fixation ring ha 17.5. 308-08-00, 6842253 - xs prox body +0. 308-15-01, 7037402 - taper locking screw 0. 300-21-00, 6248129 - 0mm fixed angled kit. 320-42-10, 5874247 - equinoxe reverse 42mm humeral const liner +0. 320-10-10, 7045815 - equinoxe reverse tray adapter plate tray +10.

Manufacturer narrative:
Section h10: h3: the incorrect screw implantations reported were likely the result of the sales representative mistakenly opening the incorrect torque screw boxes during each case, which led to implantation of anatomic torque defining screws in reverse humeral trays. Section h11: the following sections have corrected information: b5: it was reported that an atsa torque defining screw was used with a +10mm humeral tray.

Event description:
It was reported that an atsa torque defining screw was used with a +10mm humeral tray.